Manufacturer narrative:
This incident is being filed as a precaution since the patient had to be revised however, the screw fracture was determined to be a direct result of the fall the patient sustained a few weeks post-operatively. A review of the manufacturing records for the screws did not reveal any discrepancies. The screw has been sent to an independent laboratory for analysis. The evaluation is still underway. We were unable to confirm that any of the other screws bent, as indicated in the initial report.

Event description:
A few weeks after surgery, the patient suffered a fall, which led to a screw fracture and a second screw reportedly bending slightly. The patient was revised and is doing well.